Event description:
During laparoscopic cholecystectomy, reusable laparoscopic scissors with a disposable scissor tip was used. The second time the doctor attempted to use the scissors, she noted the tip was not on the instrument. She searched with the laparoscope and found the scissor tip in the abdomen. It was retrieved.

Manufacturer narrative:
No sample has been received for eval; therefore, we are unable to determine the cause for the issue reported. A review of the device history record for the lot reported did not identify any issues with this particular lot. Manufacturing personnel have been made aware of this incident. If more info is learned, a follow-up report will be filed.